Event description:
Event reportable based on analysis completed on (B)(6) 2012 which found foreign matter on the device. It was reported that the zipwire hydrophilic guide wire was very slippery and rough. It was difficult to use it.

Manufacturer narrative:
(B)(4). After injecting the dispenser assembly with approximately 10cc of room temperature (22o) blood-bank saline, the specimen was removed from the dispenser. Aside from some light colored particulate matter embedded within the coating surface over the distal 5.0cm, the specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen also presents a large radius bend over the distal 5cm. After allowing it to dry out, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen is otherwise acceptable per the inspection criteria. Microscopically the specimen coating appears to present a smooth and worn appearance, consistent with clinical use with inclusions of an unidentified white or light colored residue scattered over the length of the device. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It is unknown when during the unidentified procedure the event occurred or how the device was handled after being hydrated. Except for the deposits of unidentified residue, the specimen device appears visually and dimensionally correct when evaluated in accordance with the product specifications. Visually, the deposits of unidentified residue are not representative of the manufacturing environment. It bears noting that this product is manufactured in a clean room. During packaging and post packaging of this product the operators are instructed to 100% visually inspect for the presence of foreign material. The inclusions are likely due to event and /or post-event handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).